Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: from the hospital MDR, device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Left voicemail messages with hospital risk management for copies of the operative report, discharge summary & death certificate. Echo has been requested. In a separate communication, risk management has indicated that the device is available and arrangements have been made for return of the device for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: evaluation summary attached: black mold like material onto the tissue was evident upon receiving the valve. No inconsistencies detected, the leaflets are flexible and the wireform is intact. The valve was examined visually and with a light microscope. The valve will be sent to research and development for functional testing. Research and development completed the functional test and concluded with the following:" edwards standardized in vitro testing of the as-received valve showed a 13.4% total regurgitant fraction. This value meets the 15% maximum regurgitation allowance in (B)(4) for this valve size. Since no appreciable central hole was observed, a large proportion of the leakage measured during the in vitro tests is most likely though non-central origins. This finding is consistent with the echocardiography report that stated that leakage was observed through all three commissures. Initial leakage through the unsealed stent assembly and sewing ring is typical for this type of bioprosthesis. Initial stent leakage is routinely reduced to a negligible level shortly after the reversal of heparin such that the valve sewing ring and stent assembly can begin to clot. Corrected data: method: x-ray - (B)(4).

Event description:
Information was learned from a voluntary medwatch submitted by the hospital ((B)(4)). "Event desc: surgeon reports valve had "a major leak where not appropriate". Device not implanted. "Surgeon noted leakage in valve post-implant. Required explant. Pt suffered hemodynamic collapse in the or. Pt. Deceased."